Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a farapulse pms study, the patient experienced arrythmias after having a pulsed field ablation (pfa) procedure to treat atrial fibrillation. During a routine follow up, 12-lead electrocardiogram (EKG) showed sinus rhythm (sr) plus premature ventricular complexes (pvcs). No further information is available. It was further reported that the the results of the 6 month postoperative follow-up examination were obtained. The 12-lead ECG showed sinus rhythm. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a farapulse pms study, the patient experienced arrythmias after having a pulsed field ablation (pfa) procedure to treat atrial fibrillation. During a routine follow up, 12-lead electrocardiogram (EKG) showed sinus rhythm (sr) plus premature ventricular complexes (pvcs). No further information is available.

Event description:
It was reported in a farapulse pms study, the patient experienced arrythmias after having a pulsed field ablation (pfa) procedure to treat atrial fibrillation. During a routine follow up, 12-lead electrocardiogram (EKG) showed sinus rhythm (sr) plus premature ventricular complexes (pvcs). No further information is available.

Manufacturer narrative:
Correction to section h6 impact codes was changed from f12 to f24. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.